Event description:
Right distal superficial femoral artery stent placed in 2008. Pt did well initially then several weeks later has recurrence of symptoms. Was found to have fractured the stent in two places. Physician thinks cause is intrinsic problem with stent. Pt returned to hosp the following month, for left femoral-popliteal bypass. Dates of use: 2008. Diagnosis or reason for use: left extremity occlusion.